Manufacturer narrative:
H6: the drill bit was returned to the manufacturer for analysis. As reported, the returned drill bit was bent at the back end. Codes b01, c07 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cervical spine procedure. It was reported that the site was preparing to utilize a drill bit with the universal drill guide (udg), when it was found that the tip was bent. The site attempted to open an alternate kit, however, both kits had bent tips. When the drill bit was loaded into the udg, they went to spin it and it wobbled. The drill bit could be rolled across a table, and there was a bend in the tip that went into the actual drill. What they determined happened most likely was poor handling in the sterile processing department (spd) that caused the bent tips. The surgery was aborted.